Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit communicates properly with meter and blood glucose values transferred to the insulin pump successfully.

Event description:
Customer reported that he has been having issues with his blood glucose and with his insulin pump. Customer stated that he noticed after bolus been delivered, the insulin pump bolus again. Nothing further was reported.